Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an ophthalmic cannula was blocked during calibration. Patient impact were not reported.

Manufacturer narrative:
One open ophthalmic cannula taped to paper was received for the report of a blocked cannula. The sample was visually inspected and was found to be nonconforming, the cannula ID was occluded at the hub end. The sample was sent to the particle lab for analysis. The foreign material was analyzed using micro fourier transform infrared (ft-ir), the analysis indicates the best match to be adhesive. The adhesive for the cannula was also isolated for comparison and analyzed and was a good match for the occlusion sample adhesive. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo given by the customer was reviewed by the manufacturing site. The photo consists of a pak label with a cannula taped to it, the reported product and lot information is confirmed. The reported product complaint could not be confirmed from the photo. The evaluation for the returned sample confirms the blocked cannula noted by the customer. The cannula hub assembly is a component that is received at the manufacturing site from an external supplier. The root cause of the blocked cannula is related to the supplier¿s manufacturing process. An investigation has been completed for the blocked ID cannula issue. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes any visual nonconformance. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).